Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) and unintended movement could not be determined in this complaint. The reported unchanged mitral regurgitation is likely an outcome of procedural circumstance. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that image quality was poor throughout the procedure due to a blurred echocardiogram. An xtr clip delivery system (cds) (00129u335) was inserted and attempted to be deployed; however, the clip opened while attempting to establish final arm angle (efaa). The clip was positioned again and was successfully deployed. To further reduce mr, an ntr cds was inserted and advanced into the left ventricle (lv); however, at this time, the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the clips did not come in contact with each other. To stabilize the slda, the ntr clip was deployed lateral of the implanted clip. An additional clip was then implanted medial to the xtr clip. However, mr had not reduced; therefore, a fourth cds (91112u107) was inserted and advanced into the left atrium (la). However, when the clip was unable to be advanced through the mitral valve between the implanted clips. The decision was made to remove the clip and discontinue the procedure. A total of three clips were implanted, but mr remained at a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.